Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report he was not draining, received the patient line blocked alarm, was using heparin, and taking antibiotics. Upon follow up with the patient's pd nurse, she confirms that the patient was diagnosed with touch contamination peritonitis as a result of improper aseptic technique. Additionally, there is no allegation that the cycler or any other fresenius product caused or contributed to this event. The patient was administered antibiotics for the infection. The patient remains with the ccpd program using the same cycler in stable condition. Patient medical records were requested.

Manufacturer narrative:
The post market surveillance department has requested the patient's medical records but they have not yet been received. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the clinical investigation should the pt's medical records be received.